Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Physician reported "left side implant rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified to be underweight, a broken shell, and a missing shell (25-50%). A visual and microscopic analysis was performed which identified a sharp broken on the posterior and crease flat. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Physician reported "left side implant rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.